Event description:
It was reported that pump insulin gauge displayed amount different than expected, with pump showing 3 units while caller expected about 100 units, and gauge continued to change as insulin was delivered. There was no reported impact to the customer¿s blood glucose level. Caller had not removed air from cartridge, so technical support educated caller on completing cartridge air removal, walked caller through filling and loading new cartridge, and caller declined suggested test bolus and chose to monitor pump and follow up if necessary.